Event description:
The pt took 30 units 75/25 before checking their blood glucose on the suspect device at 7:30am and obtaining a result of 138mg/dl. At 12:00pm pt experienced symptoms of hypoglycemia and used the suspect device to check their blood glucose. The result was 438mg/dl. With hypoglycemic symptoms, pt injected another 30 units 75/25 insulin. Pt became disoriented and used the suspect device again and obtained a result of 93mg/dl. Emergency medical techs were called and they arrived and checked pt's blood glucose on their equipment. The emergency medical technician's meter read 34mg/dl. Pt was treated with a dextrose IV. Before leaving, the emergency medical technician's meter read 88mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not used on the system.